Event description:
The reason for call was pt reported that the controller went blank about three days ago while the controller battery was at approximately 80%. During the call, pt removed and reinserted the battery pack, after which the controller powered on and displayed a memory problem message. Pt completed date and time setup and unlocked the controller. Pt then received the message "device check needed: eri. Call your doctor." Agent redirected pt to hcp for further evaluation.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.